Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Their visual inspection observed an external fluid leak from the access line post pump with the support plate. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set c during priming. There was no patient involvement. No additional information is available.